Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit transducer not zeroing. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found a problem with the external pressure transducer. In order to fix the issue, the transducer was replaced by the customer. The fse checked for functionality of the unit and found it to be ok. The unit was then handed over to the customer in good working condition.

Event description:
N/a